Event description:
It was reported that there was a horizontal line across the screen of a recorded image on the 9800 sys. The problem was not duplicated. No pts were involved as this incident occurred during set up for an orientation.